Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.